Event description:
It was reported, on an unknown date, a neutron® would not flush the device. The report stated that the user facility is experiencing blood pooling and/or is unable to flush clear the device. They are using a codan (item# bc151) for blood draws. There was no patient harm reported.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.